Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (330 mg/dl). Reportedly, the customer miscalculated the amount of carbohydrates consumed when delivering a bolus for a meal consumed. Customer addressed elevated bg levels with manual injections.